Event description:
Routine complaint investigation when a consumer reported that the lancet of the lancing device did not retract under the cover of the lancet after the lancing device is triggered. There was no report of death or serious injury associated with the event.